Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case it is likely that the severe annular calcification in combination with the mechanical mitral valve caused the balloon burst during the deployment. In addition the tip separation was likely due to force applied while attempting to remove the delivery system from the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transapical tavr procedure the delivery system balloon ruptured near the end of the deployment sequence. The valve was assessed; no paravalvular leak was present and there was no need to post dilate the valve. When the delivery system was being removed from the sheath the tip of the delivery system became detached and remained in the hemostasis handle of the sheath. The device was discarded at facility. The patient¿s native annulus measured 23mm by 27mm on CT with severe annular calcification present. The patient also had a mechanical valve in the mitral position.